Event description:
A ophthalmic surgeon reported that, during intraocular lens (iol) implant procedure, the plunger was firmly attached to the iol. When attempting to retract the plunger, the iol ruptured. Was the surgery completed with a replacement lens. There was patient contact involved and the patient was not hospitalized. Additional information was requested.

Manufacturer narrative:
This report originally filed as 2523835-2022-00364. Upon additional information received the product was updated. Half of the lens was returned inside the qualified company cartridge in a small plastic bag inside the opened lens carton. Inadequate viscoelastic was observed inside the cartridge. An aneurysm has started prior to the fill line and travelled into the thinner tip material along the posterior. The aneurysm enlarged at mid-tip. The tip also has stress lines. The cartridge showed evidence of handpiece use. Based on the presence of the tip aneurysm, this indicates the lens and/or plunger may have also been in an incorrect position at this location of the tip during delivery attempt. The lens has been retracted inside the cartridge and was located at the nozzle entry area upon return. Only one half the optic with one haptic was observed inside the cartridge. The lens was rotated completely sideways and the distal haptic tip was broken. No other damage was observed. The remainder of the damaged lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The handpiece information was not provided. A qualified viscoelastic was indicated. The root cause for the reported complaint may be related a failure to follow the IFU. An inadequate amount of viscoelastic was observed in the cartridge. The instructions for use (IFU) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Stress and an enlarged aneurysm was present at the tip suggesting the lens was advanced by the plunger into the tip most likely in an incorrect position. Upon return, the torn lens had been retracted inside the cartridge to the nozzle entry by the removal of the manual handpiece. The manufacturer internal reference number is: (B)(4).